Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
The customer stated they could not get insulin to their body. There was no reported impact to the customer's blood glucose level. Although requested, no add'l info was provided.